Event description:
Per information provided: (B)(6)2014 - patient was diagnosed with bilateral inguinal hernia with left recurrent thereby underwent laparoscopic repair with two ventrio mesh (device #1 & #2). Per operative notes, ¿direct hernia was cleared and then two oval ventrio (device #1 & #2) patches were placed in abdomen on each side. Each one was tacked to cover up the inguinal region.¿ (B)(6)2014 - patient was diagnosed with spermatic cord entrapment and chronic pain thereby underwent repair with removal of both meshes (device #1 & #2). Per operative notes, ¿adhesions were taken down. Both meshes and all tacks were removed.¿ attorney alleges that the patient had adhesions, hernia recurrence, pain with urination, spermatic cord entrapment and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 month post implant of ventrio mesh, patient was diagnosed with adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This emdr represents the bard/davol ventrio mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventrio mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.